Event description:
It was reported while rolling the cot along a sidewalk at a retail location, one of the rear wheels of the cot allegedly became detached causing the cot to tip with a patient on board. No medics were injured; however, it was reported the patient allegedly sustained an abrasion to the arm. The transport was able to be completed with no delay. The ER staff at the hospital was advised of the incident and the alleged injury; however, no further information was provided indicating any need for treatment of the alleged injury. An investigation has been initiated to evaluate the reported incident.

Manufacturer narrative:
The device was evaluated by a field technician at the complainant's site. A visual and functional evaluation was conducted. The technician confirmed the left side wheel assembly had fallen off the cot. The technician also observed other maintenance issues at the head end of the cot. The cot was repaired and tested with 150 lbs and found all functions were working correctly and the unit was returned to service. The cot was 6+ years old at the time of incident and the last documented maintenance on the cot was july 2015. It could not be determined what caused the wheel assembly to detach from the unit. No further information was provided from the complainant indicating additional injuries or medical intervention was required to prevent the patient's alleged abrasion from becoming a serious injury.

Event description:
It was reported while rolling the cot along a sidewalk at a retail location, one of the rear wheels of the cot allegedly became detached causing the cot to tip with a patient on board. No medics were injured; however, it was reported the patient allegedly sustained an abrasion to the arm. The transport was able to be completed with no delay. The ER staff at the hospital was advised of the incident and the alleged injury;however, no further information was provided indicating any need for treatment of the alleged injury. An investigation has been initiated to evaluate the reported incident.